Manufacturer narrative:
The device remains implanted. This report will be updated when additional information is received.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The patient had a much improved ejection fraction and was not pacemaker dependent. The physician planned to perform a new echocardiogram and cardiac catheterization to determine if the patient still required ICD therapy. The patient was discharged to home pending the new tests. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information. The patient¿s ejection fraction was much improved and the electrophysiologist determined that the device would not be explanted or replaced. It was reported the patient was stable and would continue having follow-ups with a cardiologist. No adverse patient effects were reported.